Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: a review of the black box showed the dates in the total daily dose history were incongruent. The bolus history and daily insulin delivery totals appeared inconsistent due to date changes. The black box shows multiple instances of time and date resetting due to default following a power on reset. The incongruent dates in the total daily dose history were due to a time/date reset. The boluses performed during testing were accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Unrelated to the original complaint, the battery compartment was cracked, and the display was dim.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with unspecified ketones, polydipsia, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals did not match and were at a greater than 5% difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.